Manufacturer narrative:
The erroneous result was reported out of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field engineering specialist could not determine a specific root cause. He noted that the pinch tubing was possibly damaged. He replaced the pinch tubing. He performed performance and precision testing with acceptable results. The customer performed successful qc testing. The investigation is currently ongoing.

Event description:
The initial reporter complained of a questionable elecsys total psa immunoassay (tpsa) result for 1 patient tested on a cobas 8000 e 602 module. The initial tpsa result was 0.018 ng/ml with a data flag. The same patient sample was tested on another cobas e602 with a tpsa result of 3.99 ng/ml with a data flag. On (B)(6) 2019 the patient sample was repeated on the original analyzer and had a tpsa result of 3.86 ng/ml. It was not clear if the initial tpsa result of 0.018 ng/ml was reported outside of the laboratory or not. The tpsa result of 3.99 ng/ml was deemed to be correct. There was no adverse event. The tpsa reagent lot was 366540.